Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed.the analysis of the device memory indicated a power on reset occurred. A no reason code power on reset (por) occurred on 25-nov-2015. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4)

Event description:
It was reported that the patient received inappropriate therapy from their right ventricular (rv) lead and then their device had a power on reset (por). Wireless telemetry was no longer available with the device. The device had been reset to backup mode. The device and lead were tested and the device was later replaced. No abnormalities were seen on the x-ray of the lead. During the device change-out procedure insulation damage was seen on the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. Analysis of the returned device was inconclusive. The analyst also noted: confirmed absence of telemetry c. The firmware initiated a power on reset (por) with no reason code which occurred on (B)(6) 2015. This disabled the wireless telemetry. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.